Event description:
Report two of three . Reference mw5155871. Per report, a halyard unidentified sterile glove was found to be contaminated with bacterial organism(s) during recent inpatient pharmacy culture testing. Owens & minor reached out to the FDA on july 9th, 2024 in effort to get additional information regarding product, testing, and reporter information in order to facilitate good faith investigation into received reports. The FDA was unable to release further information regarding the reported incident.

Manufacturer narrative:
The product involved in this complaint is not available for evaluation. A follow-up report will be provided upon the conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
Incident two of three. The product involved in this complaint is not available for evaluation. Given the product number was not provided and no customer contact information was shared, the manufacturing site identified two potential products sterling nitrile-xtra and purple nitrile-extra. The device history records for both of these product batches were reviewed. There were no contributing issues noted. The product had all in-process and final product inspections documented as passing. The complaint lot was manufactured in 2021, therefore, no retention samples or inventory was available to further test. Sterilization records were reviewed from the complaint lot, the certificates of irradiation was found to meet specifications. Dose audit documentation from time period was reviewed, all results were found to be passing. A review of complaint database was performed for 1 year time period, there were no similar complaints obtained for the identified potential products. A root cause was not identified. O&m will continue to monitor complaint data for any trends which would warrant corrective action. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.